Manufacturer narrative:
The additional mitraclip device referenced is being filed under a separate medwatch report. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided a conclusive cause for the reported loss of fluid column cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the leak in the steerable guide catheter (sgc). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. When introducing the clip delivery system (cds) into the steerable guide catheter (sgc), air was noted. The cds was removed however became stuck in the clip introducer (ci). The hemostasis valve of the sgc was no longer sealed therefore both devices were removed and replaced with new ones. Two clips were implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.